Event description:
It was reported that the patient experienced high blood glucose and was treated with multiple daily injection on (B)(6)2026. The patient also reported that the patient primarily used the abdomen as the infusion site and did not rotate infusion sites frequently.

Manufacturer narrative:
MDR (B)(4)/ initial 1 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380